Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable was damaged and failed functional testing. As a result the cable was replaced. It was also noted that the label was delaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head created noise on the programmer channel. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).